Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was corrosion in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-oct-2018 with the following findings: a review of the pump black box showed frequent low battery warnings. The pump electrical current draws were tested and were found to be within specifications. A visual inspection of the pump revealed corrosion in the battery compartment and the battery compartment was cracked. A leak test showed leaks at the battery compartment. The pump¿s cover was removed and moisture damage was observed to the power printed circuit board.